Event description:
During a ptc/stenting treatment procedure involving the common femoral artery, the stent dislodged from the delivery system. The physician attempted to deliver the stent delivery system through a 5f sheath, but kinked the catheter shaft of the device and decided to remove the system. While removing the stent and stent delivery system, the biliary sm 6.0x18x90 cm stent dislodged from the delivery balloon when attempting to retract it through the introducer sheath. The physician elected to deploy the detached stent on the ipsilateral side. No pt injuries or complications were reported. Pt status is reported as 'fine'.